Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced both high and low blood glucose. The customer high blood glucose level was 500 mg/dl and low blood glucose was 45 mg/dl to 62 mg/dl. Customer treated with insulin pump and manual injection for high blood glucose and with glucose tablet for low blood glucose. The customer also report that the insulin pump had random no delivery alarm and insulin pump had rejects new battery. The insulin pump will not be returned for analysis.